Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0e81e, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had meningitis following deep brain stimulation (dbs) lead implant in december. The patient presented at the hospital today with increased confusion and impulsivity. The patient was in a rehabilitation unit and was struggling. He went home and had a bunch of falls, was unoriented and he did not know where he was. It was noted the patient last saw his implant physician yesterday. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to MFR report # 6000153-2014-00022 for the patient's other lead.